Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on january 2, 2019, it was reported that the mesher gave an incomplete mesh on a previously discovered cadaver skin graft. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) ten times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device produced an incomplete mesh and the roller, roller gear, and shoulder bolts were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was september 5, 2018 where the bushings, collars and gear were replaced and the cutter did not produce a passing sample mesh and was deemed non-repairable. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter serial number (B)(4) seven times as documented in the repair reports in livelink. The last repair was september 5, 2018 where the gear, bushings and collars were replaced and the cutter produced a passing sample mesh. This is not a related issue. Product review of the skin graft mesher on january 10, 2019 revealed that the calibration was within specifications and the device produced a passing sample mesh. The roller gear was damaged. The ratchet pin was installed backwards so the ratchet would not function properly. The1.5:1 ratio cutter, serial number (B)(4), produced an incomplete mesh and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 10, 2019 which included replacement of the roller gear and correctly installing the ratchet pin. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the device was within calibration specifications and produced a passing sample mesh when tested. However, it was noted that the roller gear was damaged and the ratchet pin was installed backwards not allowing the ratchet to properly function. The 1.5:1 ratio cutter was tested and produced an incomplete mesh and was deemed non-repairable. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was within calibration specifications and produced a passing sample mesh when tested. However, it was noted that the roller gear was damaged and the ratchet pin was installed backwards not allowing the ratchet to properly function. The 1.5:1 ratio cutter was tested and produced an incomplete mesh and was deemed non-repairable. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the mesher gave an incomplete mesh on a previously discovered cadaver skin graft and the mesher was not ratcheting at all.